Manufacturer narrative:
The investigation into the purge sidearm leak has been completed. The device was not returned for evaluation. However, the clinical report has been reviewed. The root cause of the purge leak was most likely patient movement. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 82 year-old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that a patient rolled over and the sidearm of the impella broke. A purge bypass was done. There was no patient harm reported.